Event description:
It was reported that during a hepatectomy procedure, the screw head of the handpiece broke. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
There was no sample received for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.